Event description:
Procedure: treatment of peripheral artery disease in left leg. Adverse event: vessel perforation requiring intervention. Pad info: pre-procedure stenosis: 100%; significant collateral vessel development; vessel: sfa; lesion length: 90mm; lesion type: de novo; reference vessel diameter: 5mm procedure sequence and details. Groin access (sheath size/MFR unk), contralateral approach. Guidewire (.035", advantage, 260cm, (B) (4)) used to access sfa. Wildcat catheter (w400, avinger) advanced over guidewire using passive clockwise and counterclockwise movement for approximately 30 seconds. Wildcat catheter sub-intimal in the distal sfa. Guidewire (.014", prowater, (B) (4)) used to probe channel in lesion for approx 3 mins. Arterial runoff was observed during the guidewire probe. Power injector (model unk) used to inject contrast for fluoroscopic view (rate of 5 m./sec, total amount of 35 ml injected). Perforation noted to be located proximal to the distal lesion cap. No arterial runoff noted after use of power injector. Consult requested from interventional radiologist. Protamine (dose unk) administered to counteract heparin (administered pre- and during procedure). After waiting for 45 mins post protamine administration, the radiologist accessed the sfa artery using a retrograde approach (pedal access site) using a 4f micropuncture kit ((B) (4)) and 5f vert beacon sheath ((B) (4)). Guidewire (.035", advantage, 260cm, terumo) inserted from pedal site to distal cap of lesion in sfa. The guidewire crossed the cap with little resistance. Snare guidewire (10mm amplatz gooseneck snare kit) inserted at contralateral groin access site and used to capture the retrograde guidewire. A covered stent (6mm x 150mm, viabahn with heparin coating, (B) (4)) was placed at the site of the perforation. Post stenting angiogram noted three (3) vessel run off to the foot (anterior tibial, posterior tibial, and peroneal vessels). Pt was released (B) (6) 2010 with easy palpable pulsation and no evidence of ischemia noted in the foot of the treated limb.

Manufacturer narrative:
The case info, including device use feedback provided by the event rptr, was used to evaluate the device performance. Results: the use of a power injector possibly exacerbated the severity of the perforation from exposure of the subintimal vessel path to high pressure.